Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 10-nov-2024, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 10-nov-2024 listed on smartsolve. Dailytotalcollectionstarttime = 11/10/2024 00:00:00.000. Dailytotalofallinsulindelivered = 18.825. Dailytotalofbasalinsulindelivered = 12.975. Dailytotalofbolusinsulindelivered = 5.85. No delivery alarm/insulin flow blocked alarm was found on: 11/10/2024 17:18:29.000 alarmalertnotification faultnumber = no delivery (7). No unexpected no delivery alarm/insulin flow blocked alarm noted. In further full review of the pump history/traces on the event date of 25-nov-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 25-nov-2024 listed on smartsolve. Dailytotalcollectionstarttime = 11/25/2024 00:00:00.000 dailytotalofallinsulindelivered = 15.5 dailytotalofbasalinsulindelivered = 10.2 dailytotalofbolusinsulindelivered = 5.3 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the ss event date of 10-nov-2024 and event date of 25-nov-2024 in the formatted history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a a cracked keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery anomaly and no delivery alarm/insulin flow blocked alarm found were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow-blocked alarm, and the pump was possible underdelivering. The customer reported a blood glucose value of 353 mg/dl. The customer reported hyperglycemia, dizziness treated with an insulin pump (subcutaneous insulin infusion), and other. The event involved product(s) mmt-332a, mmt-1715kl, and mmt-377a. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-332a. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1715kl. No product return is required for mmt-377a.